Manufacturer narrative:
Attempts to obtain additional information however was unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that an alert for tachycardia therapy being programmed off on his cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.